Manufacturer narrative:
(B)(4). Medical product: cannulated cortical bone screw catalog # 14375-65 lot # 197590, plate, pilon, medial catalog # 8141-14-005 lot # m01496f . (B)(4). Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the incoming inspection member found the stain on the cushion in the inner package of the device. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection reveals thread-like debris within the cavity between the cushion and the outer cavity. All contents were returned and cavity¿s sterile barrier is intact. The cavity and packaging appear to be in good condition. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was determined to be a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at this time.